Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to multiple bursts of anti-tachycardia pacing (atp) and shocks were delivered and unsuccessful until the 5th shock. The rhythm was in the vt-1 zone and appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the reports were not received initially. Technical services (ts) re-sent the reports via email, and the health care professional (hcp) confirmed receipt. This ICD system remains in service. No additional adverse patient effects were reported.